Event description:
The customer alleged the lift¿s cable that goes into the charger was frayed with bare metal exposed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. The customer was provided part # to order replacement hand control and charger cable to resolve the issue. Although there was no injury reported, if the device were to have exposed copper wires showing on a high voltage power cable it could lead to serious injury or death. Hillrom is reporting this malfunction.